Event description:
It was reported a patient experienced peritonitis manifested as milky, concentrated and very cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and was in critical condition in the intensive care unit (ICU). The cause of the peritonitis was unknown. Treatment was not reported. The patient had not recovered and died 3 days after being hospitalized for the peritonitis event. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.